Event description:
Patient reported she was admitted to the hospital on (B)(6) 2013 with hyperglycemia and symptoms of diabetic ketoacidosis. She was hospitalized for 18 days, and the doctor found the insulin delivery of the infusion device was interrupted but no alert/error messages were displayed. The infusion device was replaced and requested for evaluation, and a diabetes educator will be sent to review the handling of the system. At this time, the patient wishes to deliver insulin via syringe. No additional information is available at this time.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
As the product has not been returned for investigation and the production data complies with the specifications, the complaint could not be replicated. Production reports were reviewed. (B)(4): device was not returned to manufacturer.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The alarm functions of the pump were tested on the diagnostic test system and meet the specifications.